Event description:
It was reported to boston scientific corp that a patient (age, weight unk) underwent a therapeutic hydrothermal ablation procedure in 2008. During the heating phase, they received a fluid loss alarm and noticed water leaking out of the cervix. The physician added a second teneculam stabilizer on the cervix and continued with the procedure. Approximately one minute into the ablation phase it was noticed that the patient was leaking fluid again. The procedure was stopped and the physician poured saline into vaginal cavity. Upon examination the physician noticed a burn around the cervix. The physician used an endo loop to purse-string suture around the cervix. The procedure was re-started, but immediately another fluid loss alarm was generated and the case was aborted. Post procedure, it was discovered that the patient suffered a third degree burn on her cervix. The physician applied silvadene cream to the area for treatment. According to the complainant, the physician felt the patient would heal on her own and was not concerned due to the location of the burn.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation since it was disposed of; and therefore, a failure analysis is not available. We are not able to determine the relationship between this device and the cause for this event.